Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that occasionally the insulin pump would not rewind and she is unable to complete the process. The customer stated that the buttons were not unresponsive. She stated that the screen was showing resume or rewind; she was advice that would appear after an alarm such as a no delivery. She also reported she experienced low blood glucose. Customer's blood glucose value is unknown. She also mentioned having issues with the site not sticking when sitting in water. The customer declined to perform any troubleshoot. The device was not replaced or returned for analysis.